Event description:
The user failed a proficiency survey for one sample testing for uric acid. The sample was originally tested on (B)(6) 2010 and the result was 9.0 mg/dl. The acceptable range was 4.6-6.7 mg/dl. On (B)(6) 2010, the user received the results of the survey, so she pulled the sample from the refrigerator and repeated testing. The repeat result was 5.64 mg/dl. No patients were affected by the event. The uric acid 2 reagent lot number at the time the original result was generated was 61901801. The uric acid 2 reagent lot number at the time the repeat result was generated was 62505801. The field service representative found the transfer head had corrosion on two of the connectors. He replaced the whole transfer head and verified the analyzer operation by running performance tests with acceptable results. The user ran quality control with acceptable results.